Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer complaint alleges that "the unit is not heating". No patient involvement reported.

Manufacturer narrative:
(B)(4). A device history record investigation of the device involved in this complaint did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. The device has been returned for investigation. The investigation of the device involved in this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges that "the unit is not heating". No patient involvement reported.